Event description:
It was reported that a leg was broken on powerpro. The left outer base tube weldment was broken at head end caster. No adverse consequences or injuries were reported.

Manufacturer narrative:
Other results: weldment broken.